Manufacturer narrative:
(B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Returned with the sample was two (2) 0.025in guidewires, two (2) dilators, the supplied teflon sheath, and the supplied scalpel. No abnormalities or damage was noted to the returned components. The returned 0.025in guidewire was inspected and appeared typical. Upon return the teflon sheath was noted on the iabc; liquid blood was noted in the sheath sidearm. The one-way valve was tethered and connected to the short driveline tubing. The iabc bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0055in-0.0064in and was within specification. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times. Dried blood was noted within the one-way valve. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The iabc was leak tested and a leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 21.6cm from the iabc distal tip. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the balloon line showed regurgitation" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported " the balloon line showed regurgitation, and the balloon catheter was urgently evacuated and replaced with a brand new consumable for the procedure". Additional information states that the second catheter was inserted into a different insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4)

Event description:
It was reported " the balloon line showed regurgitation, and the balloon catheter was urgently evacuated and replaced with a brand new consumable for the procedure". Additional information states that the second catheter was inserted into a different insertion site. The patient's current condition is reported as "fine".